Manufacturer narrative:
(B)(4). Date sent: 6/26/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Event description:
It was reported that during unknown procedure, the surgeon kept hitting the home button and the device would not straighten out to be removed from the trocar. The device worked eventually. No patient harm was reported.